Event description:
Suture failed deployment. No patient harm occurred / another perclose was opened to complete the case. Vendor notified. Manufacturer response for suturing device, perclose prostyle (per site reporter).